Event description:
The physician attempted to advance the penumbra px400 microcatheter over a 0.016" wire into a basilar tip aneurysm via the right vertebral artery. The wire was extremely difficult to advance through the microcatheter and after two attempts the physician abandoned use of the px400 and converted to another coiling system. Upon inspecting the microcatheter and the wire with the physician post case, there was no noticeable damage to the microcatheter. The physician suspects that some foreign body may have become lodged in the microcatheter during manufacturing. This incident did not cause any issues whatsoever with treatment being rendered.

Manufacturer narrative:
Results: there is a small ovalization on the distal end of the catheter, between 7.1 and 7.5 cm from the distal tip the catheter was returned with another manufacturer's guide wire lodged inside it. The guide wire lodged inside the catheter passed the ovalization with difficulty upon removal. A 0.025" mandrel was introduced into the hub end of the catheter and advanced distally. The mandrel encountered friction about 8 cm from the distal tip, but the mandrel passed through to the end of the catheter without significant further force. The accompanying guide wire was reintroduced into the catheter and advanced distally. The tip of the guide wire forms a j hook when un-restrained. The friction encountered as the tip of the guide wire passed the ovalization increased significantly. The catheter is functional but damaged. Conclusion: the difficulty advancing the guide wire in the catheter was confirmed. The cause of the friction appears to be an ovalization. The combination of the shape of the guide wire and the ovalization in the tip of the catheter created friction between the devices and difficulty advancing the wire through the catheter. The cause of the ovalization was not determined. This sort of damage is often caused by inattentive handling of the catheter prior to use or during insertion into the patient. The physician's report mentions the possibility of a foreign body blocking the catheter. No foreign bodies or materials were discovered during the investigation of the device. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.